Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that when the patient came in for a device check, there was undefined high impedance. During a stress test, noise was noted on the electrogram. It was further reported that pacing and sensing failure were confirmed and there was a suspected lead fracture. The lead was replaced. No patient complications have been reported as a result of this event.